Event description:
It was reported that during the inspection, the cardiosave intra-aortic balloon pump (iabp) when disconnected from the power supply and turned on the battery, and it automatically shut down after one minute. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when disconnected from the power supply and turned on the battery, and it automatically shut down after one minute. There was no personal injury due to failure.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being observed that whenever the fse had disconnected the "power supply" when a single battery was charged than the phenomenon of "shut down" has been occurred. But after charging for one day, the single battery was tested separately and all were able to standby normally. The device had passed all the factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a